Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's wife reported he was hospitalized because the infusion set cannulas were bending and causing occlusions and then caused his blood glucose to go up very high. Wife stated on (B)(6) 2010, her husband woke up, felt bad and his blood glucose was around 200 mg/dl. Wife reported her husband went to work and by lunch time, he had started throwing up. Wife stated he came home and couldn't stop throwing up so she came home and took him to the emergency room. Wife reported he was admitted to the ICU because his blood glucose was up to 580 mg/dl. Pt's normal blood glucose range is around 200 mg/dl. Wife stated they treated him with an IV drip of insulin and his blood glucose remained elevated. Wife reported the pt was in the hospital for a day. Wife stated since he returned home, he has to change the infusion site every 3 hours because the infusion set cannula bends and gives occlusion errors. Wife reported insulin leaked from the infusion site because of the bent cannula and caused the insulin to leak out of the infusion site. Pt uses the insertion assist plus device to insert the infusion set. Wife stated the first time the issue occurred was right after the pt started to use the infusion sets. Replacement infusion sets were sent; no product return was requested.